Manufacturer narrative:
(B)(4). A partial lead measuring 15.5cm was returned for analysis. Insulation and conductor damage was noted at 1.0-3.0cm from one of the cut ends on the segment consistent with clavicle crush damage. The conductor insulation was abraded at this location. (B)(4).

Event description:
It was reported that the lead was explanted due to subclavian crush and an insulation issue. The patient condition was stable.